Manufacturer narrative:
Evaluation, results: (limited information to date; device is currently being evaluated); deformation problem. Conclusion: unable to confirm complaint (limited information to date; device is currently being evaluated).

Event description:
It was reported that a physician was attempting to implant an integrity bare metal stent to treat a lesion in patient in the lad with 85% stenosis and moderate tortuosity. It was reported that the integrity stent passed through a previously deployed stent and was positioned at the lesion site. The balloon of the device was ramped up gradually, however, a pin hole occurred during the second inflation (10atms for 6sec) and the stent was not fully deployed. The deployed stent was then post dilated using an nc balloon. No patient injury or clinical sequelae were reported for this event.